Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found that a complete lead was returned. An insulation abrasion breaching the outer insulation was noted at 11.8 cm to 12.0 cm from the connector pin. Abrasions are consistent with constant friction to the device can. (B)(4).

Event description:
This report is to advise of an event observed during analysis.